Event description:
The user facility claims the devices manufactured by novatech in another country, contributed to the possible death of a pt and has removed other stents as a preventative action. Stent was placed in 2006. Sixteen of these stents were replaced. Of the 16 stents placed, we have noted an increased number and significance of post procedure complications. We have had a significant problem with retention of secretions. We have been placing y-stents for approx six yrs, and approx 1 month ago, we made the connection of the change in the manufactured y-stent that we had been placing, with complications as compared to previous pts. Nearly all, of the 12 pts noted, required multiple bronchoscopies, both here and at outlying institutions, for the clearance of tenacious secretions obstructing, or nearly obstructing, the stents. It is our practice to perform a follow-up bronchoscopy 1 month after stent placement for evaluation for potential secretion build-up. Only one of these pts made it to the 1 month mark, without requiring an intervention previous to that. The second problem lies in the left mainstem arm of the stent. We have had a significant rate of obstruction of the left mainstem from granulation tissue/and invagination of the membranous trachea, up against the distal end of the stent, causing near to complete obstruction in 56 % of these stents. We have also had 2 deaths of pts that had these over the past 6 months. Both pts had benign disease and both deaths were unexpected. The first pt was having some problems with secretions. The potential does exist that her death was not related to her stent, per my acquired history from the family. I believe though, that the e.r. Deemed airway obstruction as the cause of her death. The second death I do believe was related to secretion build-up and blockage of the stent. As we have a long history of managing benign and malignant disease using airway stenting, as a key part of our practice, we have only had 1 pt with benign disease, die in the past 7 years, with an obstruction secondary to secretions. My cocerns about the stent are three fold. The first is, perhaps the barium injected into the silicone, has somehow made these stents stickier and thereby having an increased amount of interactions with secretions in the airways leading to or adherence of, the secretions with the stent wall and the identified obstructions. The second thought is, the barium injected into the silicone has potentially made the stent stiffer which could account for the increased amount of erosion/invagination/granulation of tissue, which is identified at the distal end of all the left mainstems of the stents placed. Lastly, if I am correct and it has become technically, more stiff, the potential does exist that the stents are not flexing enough with the airway allowing pressure gradiance to regenerate it in the airways to mobilize secretions appropriately. All of these ideas are merely my thoughts, with no scientific validation of any of them. None of them may be related to the problems that we have been seeing. We have decided to end the use of all of these stents. We have contacted all pts with the stents in their airways, have informed them of our concerns, and have removed and or exchanged them for our previous y-stents. Thus far, we have not had recurrence of symptoms in the pts in which we have changed the stents. In a similar timeframe, 3 other y-stents were placed from a different MFR, and we had no problems with secretions in any of them. In conclusion. I feel it is inappropriate for us to continue using the current novatech opaque dumon-y stent. All use of these stents have been ended at the hosp, and all opaque stents have been removed from our stock.